Manufacturer narrative:
H10: during device evaluation by the remote service engineer (rse), the customer informed that error code 1122 (blower temperature high) in significant event log, he also informed that air inlet was clean and cooling fan was working. On the basis of information provided by customer, the rse suspected issue with blower assembly and advised customer that blower assembly replacement is needed. The rse provided customer with part identification for blower assembly. No repair service requested by customer from philips. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/11/2020, 01/28/2021, 03/16/2021 and 04/06/2021, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: e2 & e3: updated with reporter occupation. G1: updated with corrected manufacturer contact information. G2: updated report source.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020 .

Event description:
It was reported to philips that the device had a high blower temperature when powering on the unit. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.